Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to an elevated blood glucose (bg) level of 590 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin, potassium, and nausea medication, and was released from the hospital on (B)(6) 2019 with no known permanent damage. Customer alleged there was an issue with the pump. Pump system check with tandem technical support (cts) indicated that the pump and related supplies functioned as intended. Reportedly, the customer was using humalog insulin and the cartridge was in use for 3 days. Cts educated customer regarding cartridge/insulin labeling. In addition, customer was stressed and customer¿s kidneys were ¿close to failure¿. Health care provider was unsure if elevated bgs were due to kidney failure or if kidney failure was due to elevated bgs. Reportedly, the customer reverted to manual injections for insulin therapy. Recommendation was made to discuss diabetes management with a health care professional.